Manufacturer narrative:
Product evaluation summary: the laser system s/n (B)(4) was returned to ams on july 28, 2014. The laser system s/n (B)(4) was evaluated on july 29, 2014. The low resistivity of di water caused short circuit in the resonator diode stack. Customer decided to not have the unit repaired at this time.

Event description:
Information as it was reported to ams indicates that the customer experienced a system malfunction during a procedure. The customer reported error codes received (error 171 & 820) . The case was completed with a "rollerball" procedure. Patient outcome: "no patient injury" was reported.